Event description:
A trilogy evo ventilator was returned to the manufacturer's service center for evaluation of a patient setting alarm. There was no harm or injury reported. The trilogy evo ventilator was reported to have had a test failure during service resulting in a failure to calibrate. There was no patient involvement, and no harm or injury reported. The device's 3-way solenoid valve and proportional valve were replaced to address the issue. After repair, the device passed final testing and confirmed to be operating properly. Additional findings not related to the malfunction/issue: there was the allegation of obstruction - expiratory patient setting alarm. If there is an issue with component in the system different event log will be generated.

Manufacturer narrative:
Clarification of the information received has resulting in a correction to the become aware date to 25 november 2025, and correction to the report due date to 25 december 2025. There are no other changes or corrections. The corresponding emdr fields have been updated with the revised information in this record.